Event description:
During a pci procedure, the quantum maverick monorail ptca catheter balloon ruptured at 6 atms on the second inflation. The number of atms reached on the initial inflation is unk. The lesion being treated was in the proximal right coronary artery (rca). All concomitant using products were unk. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.